Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: as can be seen during product inspection, the cutting edge of the scissors is deformed. It can be assumed that the material was used for a purpose other than the intended one (hard object) and that an attempt was made to cut it. As a consequential failure for the force required for this, the pull rod broke. Therefore, we set the root cause to user error. The age of the article also may have had a negative impact on the material properties of the spring in the handle, which then broke. Age can also have a negative impact on the material properties of the pull rod, leading to fatigue. The IFU points out the intended use of the scissors as well as how to check the condition of the scissors. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
This report was submitted with the incorrect severity selected on novemeber 5,2024, correction reflected on adverse event, in section b1, b5 and in section h1. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the urologist was attempting to cut a suture on a previous urolift implant on (B)(6) 2024. A snap was heard and a small crescent shaped piece of the moving part on the scissor broke off. It was very small and the urologist spent at least an hour inspecting all areas of the bladder and urethra to locate the piece that broke off the flexible scissors. He used the 30* lens, 70* lens and a flexible cystoscope to thoroughly inspect the bladder and urethra.

Event description:
It was reported during a cysto and removal of urolift suture on (B)(6) 2024, a snap was heard and a small crescent shaped piece of the moving part on the scissor broke off. The "surgeon" used the 30* lens, 70* lens and a flexible cystoscope to thoroughly inspect the bladder and urethra. No injury, prolonged case due to looking for foreign body.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).